Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy video-assisted laparoscopic procedure, the device got locked on tissue. The surgeon used maneuver with a clip on the right of the reload and sealed it with vessel coagulating device until the reload was removed. Part of the tissue got stuck on the reload because it did not open. The surgical time was extended to one hour.